Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device rupture.

Event description:
Patient representative reported "replaced due to pain and rupture" this record relates to the right side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade iii-IV, "deformation", "upside down position", and "device was intact".